Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from (B)(6) called on behalf of her daughter to report that they were obtaining low readings on their contour next link 2.4 meter. The advocate provided an example where they obtained readings of 23 mg/dl and 206 mg/dl within 10 minutes. The customer was not experiencing any symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 9jpef01a for evaluation. The returned meter was tested with the returned test strips, which gave a satisfactory performance. Section d4 of the initial report indicated the lot number of the affected contour next test strips as 9jpe701a. Based on the returned product, the correct lot # is 9jpef01a. Section d4 has been corrected with this information.